Manufacturer narrative:
The reported event of valve insufficiency could not be confirmed. The damage to the stent ring precluded functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This incudes functional testing to ensure proper cuspal coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined; however, a smaller valve (23mm) was successfully implanted.

Event description:
On (B)(6) 2019, a 25mm epic valve was implanted. After declamping, an echocardiogram revealed aortic valve insufficiency. The device was removed and replaced with a 23mm medtronic avalus valve. The patient is reported to be stable, but there was a clinically significant delay in the procedure.